Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: sri ophthalmol 2005;89:64-69. Doi: 10.1136/bjo.2004.045278.

Event description:
It was reported in journal article "surgical induction of chorioretinal venous anastomosis in ischaemic central retinal vein occlusion: a non-randomised controlled clinical trial¿ evaluated the safety and efficacy of surgical induction of chorioretinal venous anastomosis in the management of ischaemic central retinal vein occlusion (crvo). In a comparative clinical trial, in the period of march 2001 to october 2003, patient with ischemic crvo (central retinal vein occlusion) was included. In the procedure, patient underwent standard vitrectomy with incisions into the choroids adjacent to the partially cut major retinal veins. The patient experienced vitreous hemorrhage and underwent re-operation.